Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer, patient (x2). (B)(4).

Event description:
It was reported that an overdischarge condition was suspected on the patient¿s implantable neurostimulator (ins). It was noted that the patient had not been able to successfully recharge the device since implantation. The last time the patient had reportedly recharged the device was in (B)(6) 2012. Follow up information reported that the ins was able to be brought out of the overdischarge state and was reported as working well before the patient left the office. The patient had a follow up appointment scheduled for (B)(6) 2013. Additional information received reported that the patient's device was in overdischarge. It was stated that a company representative did a physician-mode-recharge (pmr) for one hour on the morning of the report. It was stated that the implantable neurostimulator (ins) was revived. There was a power-on-reset (por) condition, but the patient had to leave the office before it was cleared. It was reported that the patient was going to "come back later to get the por cleared". It was stated that the ins was turned on, even though there was a por. The patient had stimulation sensation and it was "real strong". It was stated that the recharger and the programmer were not able to turn the implant off. The patient went back to meet with the representative that same afternoon. It was stated that the stimulator "had the patient in a lot of discomfort". The ins was interrogated with the clinician programmer and it was confirmed to be off. The patient still had "incomprehensible stimulation". "It was too much stimulation". It was stated that pressing the off button on the clinician programmer turned the stimulator off. It was noted that the por was then cleared.